Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient could not specify when the alleged issue first began, but she claimed she received readings of "200 and above" which she felt was inaccurately high as compared to her usual readings/feelings. The patient reportedly manages her diabetes with novolog insulin through pump therapy and claimed that she had been increasing her insulin doses in the mornings to 16 additional units of novolog over the past month in response to high readings. She claimed that she developed symptoms of "shaking and sweating" and self-treated with food/drink in the afternoons over the past month. The patient did not report any specific dates, times or values other than receiving "200mg/dl" and higher. She reported that on (B)(6) 2012 at approximately 8:30am, she tested with the subject meter while at the doctor's office and compared the result to a lab reading and an hcp meter reading and claimed the subject meter read higher. She reported a reading of "202 mg/dl" with the subject meter and within 10-30 minutes she was tested at the lab and on an hcp meter, which both provided a value of "160 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy. It would have been helpful to know if and when the patient tested with the subject meter and what result(s) were obtained prior to developing the symptoms. It also remained unclear whether the patient used another device at the time of the alleged injury. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were unexpired and stored correctly. The samples were taken from the same approved site. A quality control solution test was not performed because she did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.